Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their first stimulator was implanted on the other side and they woke up with pain and, that one started coming out (around (B)(6) 2016) and they had problems and 3 weeks later, they put a new one in (9 months after implant in 2016) and they never had any problems with it until it slowly died, the battery just kept getting weaker and weaker until finally it wouldn't work anymore. Related pe (B)(4).

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.